Event description:
It was reported that a versacross connect laac access solution was selected for use during a left atrium appendage closure. When performing the transseptal puncture, the versacross dilator became caught on the atrial pacing lead and pulled the lead out of place, causing its dislodgement. The procedure was completed using the original device. The patient experience bradycardia: patient's intrinsic rate was 54bpm. The patient is expected to fully recover and discharged later on. The device is not expected to be returned for analysis (disposed). A repositioning of the lead will be scheduled. No other interventions were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.